Event description:
This complaint is from literature. American heart journal 2010;160:775.e1-775.e9 "serial angiographic findings and prognosis of stent fracture site without early restenosis after sirolimus-eluting stent implantation." This case is 25th of 29 events. The patient was a (B)(6) male. The indication for the index procedure was stable coronary artery disease. The target lesion was rca but the details are not indicated. It was an isr lesion but not a cto lesion. The diameter of the vessel and the lesion length was unknown. Aha/acc classification of the vessel was unknown. Pre-procedure stenosis was unknown. No further information available. Before the event occurred, three cypher bx (size and lot unknown) were implanted. The total stent length was 64mm and the stent diameter was 2.5mm. However, the date of the procedure and the details of the stent implantation were unknown. The first follow-up angiogram was performed 6-9 months after the implant. The stent fracture was observed but no binary restenosis was observed at the fracture site. The location of the stent fracture was unknown. The %ds was 40% and popma et al classification was ii.

Manufacturer narrative:
(B)(4). This complaint for problem code connection issue is not confirmed due to lack of sample. The batch review was not performed since lot number information was not available. This review found the labeling adequate for the potential use error in the complaint. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center for set up questions on the homechoice (hc) machine during priming. The homepatient (hp) had dropped the patient line on the floor. The technical service representative (tsr) instructed the hp to start over with new supplies. Follow up with the patient revealed that he discarded all of the supplies and he did not recall the lot numbers. The patient stated that he was able to continue therapy with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.